Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was report was received that the patient had an infection. The patient underwent an explant procedure and was hospitalized.